Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified alarm occurred. Customer's blood glucose (bg) was 324 mg/dl and after clearing alarm, customer delivered a bolus via the pump to address bg. Although offered, customer declined to troubleshoot.